Manufacturer narrative:
Dates estimated. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: article title: percutaneous edge-to-edge repair of severe mitral regurgitation using the mitraclip xtr versus ntr system the xtr clip referenced is captured under separate medwatch report.

Event description:
This event was captured based on a literature review reporting recurrent mitral regurgitation, tissue damage and medical intervention (additional clip). It was reported through a research article identifying a mitraclip study between the xtr clip and ntr clip. The mitraclip maybe be related to atrial fibrillation, recurrent mitral regurgitation, tissue damage requiring medical intervention (additional clip). Details are listed in the attached article attached, percutaneous edge-to-edge repair of severe mitral regurgitation using the mitraclip xtr versus ntr system. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, a conclusive cause for the reported atrial fibrillation, mitral regurgitation (mr) and unspecified tissue damage could not be determined in this complaint. The reported patient effects of atrial fibrillation, mr, and unspecified tissue damage as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. However, unexpected medical intervention was a result of case-specific circumstance as documented within this article. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.